Event description:
During a correlation study, the customer reported discovering four (4) patients who had blasts on their blood film but the unicel dxh 800 coulter cellular analysis system did not generated suspect message for blasts, on separate days, involving two (2) unicel dxh 800 coulter cellular analysis system. The customer stated that both dxh 800 instruments are in use at the customer's laboratory to report patient results. The customer stated that the erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Although the customer initially alleged four (4) patients were affected, the customer only provided data for three (3) patients. This report references unicel dxh 800 coulter cellular analysis system serial number (B)(4) on the event date noted. Data review of the provided printouts indicates that patient #1's sample was run twice on the unicel dxh 800 coulter cellular analysis system serial number (B)(4), and the instrument generated suspect mo (monocytes) and ne (neutrophils) blast messages on the initial run. However, the instrument did not generate any flag or suspect message on the rerun of the sample. Wbc (white blood cell) and differential results correlate between the two runs on the instrument. The sample was collected in a 4 ml edta (ethylenediaminetetraacetic acid) vacutainer tube and ran within 24 hours after the draw. Routine control runs indicate that 6c control was performing within specification.

Manufacturer narrative:
Additional information: mals - median angle light scatter. Lmals - lower median angle light scatter. Umals - upper median angle light scatter. Amtc - air-mix temperature control.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and verified alignments for the dxh 800 serial number (B)(4). The fse noted that cv (coefficient of variation) on mals, lmals, and umals were trending high and proceeded to tighten all screws on the vc (vacuum chamber), bleached the vcsn (volume, conductivity and light scatter for multiple angles) module, replaced the tubing on the amtc module and performed realignment. The repairs were verified per established procedures and results met published specifications. Raw data was received and conclusion is pending completion of analysis. Evaluation: raw data analysis. Results: vcsn module, and alignment. All related medwatch reports associated with this event: 1061932-2013-01024, 1061932-2013-01025, 1061932-2013-01039.

Manufacturer narrative:
Additional information: analysis of the raw data provided indicates that the algorithm set a blast flag for the first run but set no flag for the second run. The raw data file has blasts according to the customer comments but manual reference was not provided for this event. The histogram patterns of the two runs look similar and show slightly elongated monocyte populations on the first run. The wbc (white blood cell) histograms show relatively low granulocyte peaks. Unlike the first run, the flagging score for the second run was slightly lower than the built-in criteria and therefore no flag was set. This event appears to be a borderline case where the algorithm is not confident enough to set flags in a consistent manner.